Manufacturer narrative:
(B)(4). Method: the complaint iw980 baby control wall mount infant warmer was returned to the fph service center in (B)(4) where it was inspected by a trained fph service engineer. Our analysis is accordingly based on the information and photographs provided by the fph service engineer, and previous investigations on similar complaints. Results: when the unit was turned on, it registered the error code e17, which was isolated to the heating element and head harness. Further inspection revealed that the connectors on the head harness and control unit harness were discoloured. Conclusion:the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. It was also noted in our previous investigations that swivelling of the warmer head also contributed to this type of failure. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The subject infant warmer is already 10 years old, and a reasonable level of wear and tear is expected. The iw980 baby control wall mount infant warmer was repaired and returned to the medical center after passing electrical safety test and performance checks specified in the infant warmer product technical manual.

Event description:
A medical center in (B)(6) reported that an iw980jeu baby control wall mount infant warmer had a persistent error code e17. This was observed before use on a patient. Further inspection revealed that the harness connectors were discoloured.